Event description:
Medtronic received information that prior to use the fusion oxygenators and cardiotomy venous reservoirs (cvrs) it was reported that when the agent received the product for inspection in the warehouse, it was found that the outer packaging of nine devices were damaged, and the aseptic packaging of the device inside was found to be squeezed and partially cracked. The products could not be sent to the hospital as the hospital refused to accept them. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there weren't any missing or wrong devices or components in the packages. The sterile seal was intact. However, there was severe squeeze mark. The devices were located in the seal. The sales rep confirmed that all the damaged packaging belonged to the same lot number.

Manufacturer narrative:
Device evaluation summary: visual inspection of the returned devices shows some damage to the outer shipping boxes. Additional visual inspection shows some damage to the trays. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.